Manufacturer narrative:
(B)(4). Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. The device history record (DHR) review was not able to be completed as information regarding this device remains unknown. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 19mm bioprosthetic aortic heart valve had a 20mm transcatheter valve implanted (valve-in-valve) after an unknown implant duration due to aortic stenosis. The patient was stable, post-operatively, and continues to do well.

Manufacturer narrative:
Based on the available information, the root cause of the stenosis remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event.

Event description:
Edwards received additional information through follow-up with the health care provider that the implant duration of the 19mm pericardial valve 11 years and nine months.